Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 2.25 x 24 synergy¿ drug eluting stent was advanced but failed to cross the lesion. However, during the procedure, when the device was used below the guideliner support, it will not insert properly and several times it got caught at the entry point of the guideliner. The device was removed and the distal edge of stent struts were noted to be lifted up. The procedure was completed using with a different device. No patient complications were reported and the patient's status was good.